Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device latch lock sensor failed. There was no patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the device's latch lock flex sensor was defective and the downstream occlusion(dso) seal was delaminated. Both the latch lock flex sensor and dso seal was replaced.